Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective. The following was received by the initial reporter: we proceed to puncture the patient with catheter #22g, when puncturing the patient the device does not advance, the device is removed where it is observed that it is defective. It was identified during use. The patient required a new puncture. There was no damage. There was a change of device.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs for evaluation. Bd received one photograph which displayed a 22g insyte autoguard with the needle cover over the catheter and needle. What appeared to be blood residue was observed within the needle hub and on the catheter. The packaging was shown separate from the device with the label facing down and not visible. The top web packaging was torn at one end, which is consistent with the device being used to push the packaging open. No damage or defects were discernable in the photograph. The observable features on the submitted photograph did not contain enough information to confirm the reported event or identify a specific root cause of the reported issue. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective. The following was received by the initial reporter: we proceed to puncture the patient with catheter #22g, when puncturing the patient the device does not advance, the device is removed where it is observed that it is defective. It was identified during use. The patient required a new puncture. There was no damage. There was a change of device.